Manufacturer narrative:
The device was returned to olympus. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a video telescope had an image that was reddish. The reported problem was found during regular maintenance. The facility finished the procedure with the same device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During inspection, the service department did not confirm the reported issue and the cause is unclear. In addition, the following was found: the outer tube was dented. This was likely attributable to improper handling by the user. The cable unit was defective. This was also likely attributable to improper handling by the user. Manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.